Manufacturer narrative:
The thermogard ivtm system (serial #(B)(4) was evaluated at customer site. The reported complaint of the thermogard ivtm system (serial #(B)(4) air trap will not clear from the " check the following" screen was confirmed during functional testing. The root cause of the reported complaint was due to a defective air trap block assembly, likely attributed to wear and tear. The thermogard xp ivtm system was manufactured in july 2013 and is 7 years old and reached its expected service life of 5 years. During visual inspection, a crack top cover was observed on the thermogard system, unrelated to the reported complaint. This type of physical damage was likely due to mishandling. No error or discrepancy observed during event log review. During functional testing, the air trap was showing red on the display of the thermogard system, thus confirming the reported complaint. To remedy this issue, the air trap block assembly was replaced. Unrelated to the reported complaint, as a part of preventive maintenance, drained glycol coolant and filled with fresh glycol and replaced the system air filter, four white guide rollers and applied silicone oil. After service repair completion, the thermogard passed all the functional test without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system with serial number (B)(4).

Event description:
The thermogard ivtm system (serial #(B)(4) air trap will not clear from the " check the following" screen. Patient use information was requested but no additional information was provided, therefore patient use is unknown.